Manufacturer narrative:
Investigation of this complaint found that the instrument operated within specification between (B)(6) 2017; and there was no use error(s) identified either prior to, or during, execution of the "routine 8 hr overnight" protocol comprising 67 cassettes started in retort a at 18:44 pm on (B)(6) 2017; and the "routine 8 hr overnight" protocol comprising 80 cassettes started in retort b at 18:45 pm on (B)(6) 2017 from which the sub-optimal tissue processing reported was likely derived. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On 30 november 2017, leica biosystems received a complaint regarding "undiagnosed tissue; dry, burnt tissue from multiple runs/retorts on (B)(6) 2017". On 01 december 2017, leica biosystems (B)(4) received the case details for two (2) patients from whom tissue was not diagnosable. Refer to MFR. Report# 8020030-2017-00094 for specific details of the other patient involved.